Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited under-sensing on stored electrograms (egm). It was also reported that the right atrial (ra) lead exhibited high thresholds. The ra and rv leads both remain in use. No patient complications have been reported as a result of this event.